Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cyclers home screen display was low and dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a touch screen test and functional display test. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found that test and calibration, the stop, up and down, ok button stays on and the cycler was sent to (B)(6) 10-21-2019, (B)(6) found ok button backlight staying on. The power assembly was checked and replaced and tested ok. The cycler was sent back to test and calibration, and passed on 10-31-2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler was dim during their peritoneal dialysis (pd) treatment. The brightness was set to 10 and the screen blanking setting was off. The patient contact reported a power outage two days prior. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.